Manufacturer narrative:
Patient complaint of pain; followed up with patient and walked her through contact with provider; patient ultimately had revision surgery to correct placement and remove scar tissue. No further action to be taken.

Event description:
Facebook comment: I love mine. I'm on my fourth one. No problems with the previous three but I think this new doctor messed up placement because it sticks out a bit and just wearing jeans against it hurts. It's been almost 9 months since I got it so it's not that it's still healing. But, if you're even thinking about it, please check into it and see if it's right for you. It can change you're whole outlook on this disease because it helps that nausea so much.